Event description:
Procedure type: ventral hernia repair. According to the reporter: surgeon complained of mesh shredding and falling apart when sewing in pt. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time. No delay over 30 minutes.

Manufacturer narrative:
(B)(4).